Event description:
It was reported that iqvia technician stated that the arctic sun device would not heat during initial functional test. Per review of wo notes iqvia technician was unable to do any troubleshooting due to time constraints. Suspected failing heater. Assessment.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Per review of wo notes iqvia technician was unable to do any troubleshooting due to time constraints. Suspected failing heater. Assessment. The labeling and IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician stated that the arctic sun device would not heat during initial functional test. Per review of wo notes - iqvia technician was unable to do any troubleshooting due to time constraints. Suspected failing heater. Assessment.